Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured on the second inflation (reportedly under rated burst). The lesion being treated was a calcified, 99% stenotic lesion in the rca. No patient injuries or complications were reported. Patient status is listed as "good."